Event description:
It was reported that the patient experienced abdominal pain and weakness in the legs after paddle lead revision. Surgical intervention was undertaken on (B)(6) 2022, where the lead was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.